Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00754. The pt's scs system included an ipg and surgical lead. It was reported that she was receiving ineffective stimulation. She reportedly only received therapy from two lead contacts. X-rays revealed that the pt's lead was twisted, and the device's placement was not optimal to achieve adequate stimulation. In an effort to ensure effective therapy for the pt, both her ipg and lead were replaced. No further complications were reported.

Manufacturer narrative:
Eval: results: the ipg passed all functional testing; however, multiple bal-seal springs were found to be damaged in the lower header port. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.